Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead it was not possible to pass the lead across the tricuspid valve. Adjustment of fluoroscopic angle and stylet angle was performed for several times, but still it was not possible to cross the tricuspid valve. When the lead was finally advanced to that area, premature ventricular contraction were unable to recognized. Intracardiac waveform was 5v pacing with low potential, and there was difficulty in capturing. The lead was attempted to be repositioned but the helix would not be retracted. A new lead was used. This lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.